Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware additional suspect medical device component involved in the event: product family: scs-linear leads model: sc-2218-50 serial: (B)(6). Batch: 5099262 upn: m365sc2218500 UDI: (B)(4). Product family: scs-linear leads model: sc-2218-50 serial: (B)(6). Batch: 5100206 upn: m365sc2218500 UDI: (B)(4).